Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 1 device was evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the lift had collapsed. There was no patient involvement.

Manufacturer narrative:
The remaining device was evaluated and the issue was confirmed; the device had a broken/damaged component. The device was repaired and returned to service.

Event description:
This report summarizes malfunction events, where it was reported the lift had collapsed. There was no patient involvement.